Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump. It was reporting that the patient was having less efficacy of his pump system compared to the original implant. No environmental/external/patient factors contributed to the issue. A dye study performed, unknown when or by whom. The dye study was failed. Patient catheter and pump were replaced by hcp on 03/07/2025. On replacement, catheter was seen to be frayed near pump segment piece. Pump was also electively replaced. When attempting to remove stylet from catheter, the hcp was unable to as it seemed stuck. On fluoro they could visualize tip of catheter, but stylet would not remove from catheter without excess force. Therefore, the hcp used new 8780 kit. The issues resolved at the time of this report.